Event description:
A family member reported that pt's ot ultra meter was giving erratic readings. Erratic readings of 457mg/dl, 65mg/dl, 11mg/dl and 67mg/dl were obtained during back to back testing. Pt is on an insulin sliding scale and bases insulin intake on meter readings. Meter passed specifications during troubleshooting with customer care representative. No additional info reported.